Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator was found in backup mode. The reported device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. As received, the device was returned in backup mode . Final analysis found the device went into backup mode due to a power-on reset. The cause of the reset cannot be traced. No other anomalies were identified.